Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have caused cracks in their teeth, they will now require a crown. They now need to go to an orthodontist to complete their treatment. They have experienced mouth infection when they switched to last set of aligners. Their specialist has advised them not to continue with byte.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.